Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced keypad/button unresponsive/button error, damage (physical or cosmetic). The customer reported, no adverse event. The event involved product(s) mmt-1884. Customer reported, pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported, a keypad anomaly and/or stuck button alarm. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
The pump passed the displacement test and self-test. All buttons function properly. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thump. No stuck key alarm found in the history files or traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Keypad/button unresponsive/button error alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.